Manufacturer narrative:
(B)(4).

Event description:
A pt's pump underwent a motor stall. The confirmed motor stall was noted in the event logs with no motor stall recovery recorded. It was noted that pt's physician will be prescribing supplemental pain medication until the pump can be replaced, regarding a return of the pt's symptoms. The pt's outcome, in addition to the type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information is being requested, and will be provided in a f/u report as it becomes available.